Event description:
It was reported that a patient underwent a premature ventricular complex (pvc) procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. While in the right ventricular outflow tract (rvot), they localized it, burned three lesions, and noticed 54 seconds into the 4th lesion, that there was an impedance spike and the physician felt a steam pop. A small force spike was reported, of approximately 28 to 33 grams. The patient began complaining of chest pain and when they performed a scan on intracardiac echocardiography (ice), they discovered and confirmed a small effusion. The patient's blood pressure dropped and "went from 136 systolic into the 80s". A pericardiocentesis was performed, as there was some "stiffening of the heart border" and the initial amount of fluid drained was 50cc¿s. The patient was then stable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) medical center. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular complex (pvc) procedure using a thermocool® smart touch® sf bi-directional navigation catheter. While in the right ventricular outflow tract (rvot), they localized it, burned three lesions, and noticed 54 seconds into the 4th lesion, that there was an impedance spike and the physician felt a steam pop. A small force spike was reported, of approximately 28 to 33 grams. The patient began complaining of chest pain and when they performed a scan on intracardiac echocardiography (ice), they discovered and confirmed a small effusion. The patient's blood pressure dropped and "went from 136 systolic into the 80s". A pericardiocentesis was performed, as there was some "stiffening of the heart border" and the initial amount of fluid drained was 50cc¿s. The patient was then stable. The bwi product analysis lab received the device for evaluation on 28-nov-2023. The device evaluation was completed on 30-nov-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).